Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had an error during the auto test. No harm requiring medical intervention was reported. When they did the auto test several errors were found. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed an unexpected error message known as pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly.